Event description:
It was reported that during a liver resection procedure, the anvil was not attached correctly to the shaft of the device and it was not closing properly. There was no pt consequence.